Event description:
Additional information was received that the patient underwent a surgical intervention on (B)(6) 2019, wherein the cervical scs percutaneous lead was removed and replaced with a penta lead at c4-c5. Effective therapy restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Detailed product information was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 to revise their cervical scs system, however the physician was unable to place the lead despite multiple attempts. In turn, the case was abandoned, and the patient has been referred out to a neurosurgeon for possible paddle implant. No products were implanted or explanted.